Event description:
It was reported that the system was explanted due to infection. No further information is available at this time.

Manufacturer narrative:
Concomitant medical products and therapy dates should have been reported in the initial report.

Event description:
New information received notes that infection was identified in doctor¿s office. Patient did well before, during, and after the procedure.